Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the provided log file. The provided log file revealed that a system controller was put into use on 23jun2020 at 9:15. The pump maintained speeds above the low speed limit throughout the data, and no atypical events were observed. No log files correlating to the system controller of the reported event were provided. The system controller (serial number unknown) that was exchanged was not returned for analysis. Questions regarding the controller exchange and product return status were asked multiple times and no responses were received. The root cause of the controller exchange was unable to be determined through this analysis. The heartmate ii patient handbook section 2 ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a controller exchanged was performed. Additional information was requested but not provided.